Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported, that it didn't seem to be "doing anything" for their symptoms. The patient stated, they initially set their stimulation level when they had been standing and then a couple days ago the patient increased the stimulation. But, they still weren't getting the result like they did when they had the trial. The patient stated, with the trial their symptoms were nearly 100% reduced. However now, since the permanent implant, they were not getting a 50% or greater reduction in their symptoms. The patient stated, they just increased the stimulation again a few hours ago, but indicated they had not felt the stimulation when they increased. Patient services reviewed stimulation considerations with the patient and the patient connected to their settings and began to increase the stimulation with their spouse's help. The patient stated, they thought they felt something after increasing. But, it was "beneath the communicator" and not in the bike-seat region. The patient stated, they weren't sure if they were feeling it at the ins site but that it felt like a pressure. The patient stated, they weren't sure if they were allowed to switch to a different program so the patient decreased the stimulation to where they initially had adjusted it to earlier today, and was going to monitor their symptoms now that a change had been made. The patient was going to follow up with their managing health care provider (hcp) in may. But stated, they may call in advance to their follow-up, and let the hcp know about the issue to ask if they could try switching to a different program in the meantime.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient called and repeated same therapy issue concerns as was previously reported and documented (see below). Patient said that did see managing physician in may and physician adjusted the setting however hasn't noticed any improvement in symptom control. Patient said that tried increasing the setting once however their symptoms became worse so they decreased the setting back down. Patient said that compared to baseline symptoms has less than 50% improvement said that their bladder does fill more and can go longer periods in between however still has leakage. Reviewed therapy information and general programming guidance with patient. During the call, the patient started to switch programs however wasn't able to finish as received message that communicator battery is very low. Patient to charged the communicator and said will finish adjusting the setting on the new program. Patient to monitor and track symptoms.